Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation (af) ablation procedure, there were irregularities on the sheath guidewire that prevented the device from being mounted on the guide. The sheath was replaced and an additional transseptal puncture was needed. There were no adverse patient consequences. The reported device was discarded.